Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that the shaft of their glidescope bflex single-use bronchoscope broke during a patient procedure utilizing a 6mm endotracheal tube. While there was no evidence of separation or material left behind, the end user elected to insert another bronchoscope to perform multiple cross checks in order to verify that no pieces of the bronchoscope were left in the patient. No harm to the patient or user was reported.

Manufacturer narrative:
Verathon sustaining engineering performed simulated use testing with varieties of endotracheal (et) tubes, including parker flex 6.0 et tubes. During the simulated use testing with the parker flex et tube it was found that in some scenarios, dependent upon insertion angle and tip force applied, the outer sheath of the bflex braided shaft would roll or peel back. While the et tube's used during testing met the minimum requirement for inner diameters, it should be noted that the glidescope bflex operation and maintenance manual (omm), states "there is no guarantee that instruments selected solely using these instrument dimensions will be compatible in combination." A post launch risk assessment of the reported issue was performed. During the assessment the system risk documentation was reviewed, including the anticipated rate of occurrence. The risk assessment determined that the occurrence rate was within the anticipated occurrence rate as outline in the risk documentation. While the occurrence rate was within expectations, verathon has introduced additional priming and adhesion steps, to the manufacturing process, to further increase the robustness of the braided shaft/ tip adhesion process. Verathon will continue to monitor for trends.